Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare has detached, and the key and the dongle shaft were deformed. There was an evidence of flaring process. The handle cannula was in good condition. Functional testing could not be performed due to flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during preparation, resistance was met when they actuated the snare. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.